Event description:
It was reported that the customer had multiple hospital visits for hyperglycemia; however, additional details, number of instances, nor event dates were provided. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.